Event description:
The recipient is reportedly experiencing facial nerve palsy since surgery.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was successfully activated and is wearing the device. The clinical center management plan is reportedly planning to provide physiotherapy. Additional treatment details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.